Event description:
Customer reported a bad iris pot error message. No patient injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. The customer is still using the system and will not take system out of service for repair.